Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle had the "wrong seal packagem" and the needle had come opened before use.

Manufacturer narrative:
It was performed the DHR, there weren¿t quality notification and maintenance record found related with this failure and batch. The sample of product was sent by the customer, with that was possible performing an investigation, confirming the failure and determine the probable root cause. We inform that there are controls to avoid this kind of failure, visual inspection each 02 hours with sample size of 40 pieces during the packing process. Moreover the vision system check 100% of batch if it has needle in the packaged, and the inspectors do the inspection by visual in sample of batch during the manufacture process. This failure will be monitored for evaluation of its tendency. The defect package seal integrity, according to the sample sent by the customer, occurred due to one failure of sealing blister packing process. Packing machine had one variation of process not detected by the operator.

Event description:
It was reported that the bd precisionglide¿ needle had the "wrong seal packagem" and the needle had come opened before use.